Event description:
Please see user facility medwatch.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what malfunctioned with the stapler and cartridge? Not specifically stated ¿ just that it malfunctioned. Did the device deliver any staples? Initially - yes if yes, were the staples formed properly? When the malfunction was noticed it was not delivering properly formed staples requiring re-stapling with a new cartridge was the staple line complete? Did the device deliver a cut line? Initially if yes, was the cut line complete? Yes were any issues noted with the cut line such as irregular cut, jagged cut, etc? None reported was there any patient consequence? No patient harm. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Not listed but after the initial one what color cartridge was being used? Echelon ref # (B)(4). Were any of the forces higher or lower than expected (closing, firing, or opening)? Not reported.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge reload present. Additionally, the reload was received with the right side fully fired, left side inner rows partially fired, outer row fully fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.